Event description:
It was reported approximately 11 days post implant of a suprarenal aortic extension, a bifurcated device, and two limb extensions, a distal type I of the right iliac extension was identified. Operative notes indicate the patient underwent a surgical repair of a pseudo-aneurysm and the distal type I endoleak. Reportedly, the endoleak was resolved by placing a competitor's graft and a bare metal stent. The operative notes indicate the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned. Actual device not evaluated. No results available since no evalaution on actual device performed. Known risk of the procedure. No conclusion can be drawn. Off-label use of the product.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes from both the procedures and multiple radiology reports were provided for clinical assessment by clinical representative. Based on review of the operative notes for the initial procedure the patient presented with an 8cm abdominal aneurysm and bilateral common iliac aneurysms. There were intra-operative type 1 endoleaks of the right and left common iliac arteries, the operative note does not mention if either endoleak was resolved at the conclusion of the procedure. The intra-operative fluoroscopy report notes a right iliac limb endoleak at the conclusion of the procedure. The patient returned on (B)(6) 2012 for endoleak of the right iliac, right femoral artery pseudoaneurysm and right groin hematoma. Repair of the endoleak and pseudoaneurysm were successful. The patients anatomy (iliac aneurysm and aneurysmal dilation of the right common femoral artery) likely contributed to this event. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.